Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 23mm 11500a valve in the aortic position was explanted after and implant duration of 1 year 5 months due to unknown reason. The explanted valve was replaced with another 23mm 11500a valve.

Event description:
Through implant patient registry it was learned that a 23mm 11500a valve in the aortic position was explanted after and implant duration of 1 year 5 months due to endocarditis (recurrent). The patient presented with fever, chills, nausea, and dyspnea on exertion. The explanted valve was replaced with another 23mm 11500a valve. Per medical records, the patient presents to the ER swelling ue, fever, chills and sob with exertion. The patient underwent previous replacement of aortic valve in 2022 due to endocarditis. The patient is an active methamphetamine user. Tte identified vegetation on the aortic valve. The aortic valve was clearly infected. The valve was excised and the annulus thoroughly debrided. New valve was sized to a 23mm inspiris which was then placed in with sutures. The valve appeared well seated. The patient was taken to ICU in critical but stable condition.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.